Event description:
It was reported that asymptomatic patient presented in clinic for routine follow up on (B)(6) 2017. Upon interrogation, the right ventricular lead exhibited loss of capture, noise, and out of range, high pacing impedance. The patient was scheduled for a lead revision surgery. On (B)(6), the patient presented in operating room for lead revision surgery. Through imaging, it was noted that lead showed possible damage to clavicular crush. The lead was capped and replaced. The patient remained asymptomatic and was reported stable post procedure.

Manufacturer narrative:
Correction: this supplemental report is to add device code (B)(4) - oversensing in the initial MDR submitted 07/17/2017.